Event description:
It was reported that failure to capture was observed on the right ventricular (rv) lead due to dislodgement. The rv lead was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
As received, a complete lead was returned in one piece for analysis. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. X-ray examination found over-torque of the inner coil at the connector region consistent with procedural damage. Visual inspection did not find any anomalies on the lead body. The lead was returned with the retracted and clogged with dried blood. After cutting the lead, cleaning the distal portion of the lead, and by applying directly to the inner coil, the helix could be extended/retracted, and helix extension length met specification.